Event description:
Adverse event: pseudoseptic reaction. In 2008 - a male pt had 1st injections of supartz bilaterally for osteoarthritis and tolerated well. On a week later - he had 2nd injections of supartz bilaterally and tolerated well. A week later - he had 3rd injections of supartz bilaterally and tolerated well. On the next day - he returned to the physician's office and complained of chronic pain to his left knee. For two days - he was admitted to the hosp. He received incision and drainage arthroscopy. Irrigation was performed. Thick, yellow purulent discharge was present. The fluid was tested with gram-stains and culture, and the results were negative for bacteria. He was given a steroid injection to treat the inflammation. In addition, lovenox was given as a precautionary for dvt. In early 2009 - he was seen by the injection physician and was showing signs of improvement. A week later - he was seen by the injection physician and was given another steroidal injection for inflammation. He was progressing well. Two weeks later - he was seen by the injection physician was significantly improved. He will not receive any additional injections. He is a candidate for total knee replacement. An assistant physician on one of her accounts reported this case as a possible pseudoseptic reaction. According to the injection physician, the pt has no relevant history or concomitant drugs that could have contributed to this type of event. The physician has been giving ha injections for several yrs and this event was the worse he had seen. The injection physician could not determine if the event was septic arthritis or pseudo septic reaction. However, he did state that he does not believe supartz had a mild causal relationship to the event. The pt will no longer receive the injections, but he is a candidate for total knee replacement. The pt has healed and no further incidents are reported. The physician stated that the lab work was performed but unwilling to give any details because of their hosp protocols. The physician stated he has experience with giving supartz injections, and this case was very abnormal to him.

Manufacturer narrative:
This is a definitive report. No additional info was available. Our medical advisor's comment: the injecting physician denied the possibility of septic arthritis based on the results of gram-stain and culture. But possibility of infectious arthritis cannot be ruled out just because bacteria detection rate in bacterial culture of the synovial fluid is lower than it expected even though bacterial culture was negative. It is considered reasonable to be intra-articularly washed out during arthroscopy after drainage. Goldberg et al. Reported that pseudoseptic reaction is typical synvisc incidents not seen for hyaluronan preparations in clin orthop 2004; 419: 130-137. Synvisc is produced by covalently cross-linking hyaluronan molecules using formaldehyde and vinylsulfone. The distinctive clinical characteristics are as follows: severe inflammation of the joint often with significant cellular effusion and significant pain normally occurring within 24 and 72 hrs after intra-articular injection. It typically occurs after exposure to more than one injection or before sensitization, such as the second or third injection of first course. Sepsis or pseudogout are ruled out because of the absence of infectious agents and calcium pyrophospate crystals in the synovial fluid. Other distinctive characteristics may include high numbers of mononuclear cells (predominantly macrophage and occasionally increased eosinophils) infiltrating the synovial fluid from surrounding membrane. Pseudosepsis generally is not self-limiting and often requires clinical intervention (arthrocentesis, intra-articular steroid injection, nonsteroidal anti-inflammatory drugs). We believe this case may not be a pseudoseptic reaction described by goldberg et al. Since no histological data are disclosed at all. Infection is strongly suspected based on the symptoms and clinical course.